Event description:
It was reported that the patient had syncope. The right ventricular (rv) lead had increasing and high threshold, no capture, high impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular lead impedance rises from an approximate baseline of 400 ohms until 2013-(B)(6) to 1150 ohms the week ending 2013-(B)(6).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: p1501dr, implantable pulse generator, (B)(6) 2011; 5076, implantable pacing lead, (B)(6) 2011. (B)(4).